Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the bearing cages sliding out of place on the rails. A field service engineer inspected and replaced the rails on three different drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open. The customer stated that there was patient involvement and nurse were unable to access the medication, causing a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.